Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a uterine artery procedure, the catheter tip detached. The physician had just acquired vascular access and was preparing to introduce the catheter into the sheath when the physician changed his mind about using this catheter. The account states that during catheter removal from the guide wire is when the catheter tip detached. The detached catheter and catheter tip were successfully removed form the wire before patient contact. A new catheter was used to complete this procedure. No patient injury to report.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and a root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.